Manufacturer narrative:
A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot b009n44 was manufactured under normal conditions. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Event description:
Pt reported redness, pain, burning, swelling and sensitivity. A corneal abrasion was diagnosed. Treatment record received as follows: on (B)(6) 2010 "started yesterday am. Slept in ctl on sat night, woke up with eyes swollen shut. Hadn't worn ctl for 3 months before. Swollen, red, burning, tearing, light sens, pain 10 on scal 1-10, ice on lids, tylenol. Wear -1.00 avo ou. A: od +1 spk, os 80% k abrasion. Pt 1 gtts cyclo, 1gtt 5% homatropine, erythro oint. Rx tobrex ung qid x2d"; on (B)(6) 2010 "od feels a little better, os still red, light sen., pain. A: k abrasion healed od. K abrasion healed os. P: 1 gtt cyclo os, erthro oint and patch." (B)(6) 2010 "od feels good. Os still light sen, draining. +pain, +took patch off this an +refresh tears. Diagram shows 2mm abrasion paracentrally with notation of "a/c trace cells os." A: k abrasion os, improved (2mm) 3+ injection, p: pressure patch in office. Erythro ung in office. Cyclo 1% in office, continue tobrex tid." (B)(6) 2010 "od feels great. Os still some pain. A: od fine + spk, os abrasion healing, p: 1gtt 1% cyclo, erythro oint and patch till am". (B)(6) 2010 os feeling better, no pain. Va still blurry +tearing +tobrex ung qid ou; a: k abrasion, completely healed os, spk os; p: d/c patch and tobrex. Start system qid x 2 wks, refresh oint ghs." This report is for os only.